Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2000. Subsequently, patient was revised on (B)(6) 2015 due to poly wear. During the procedure, the liner and head were removed and replaced. No further information has been provided.